Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the calculations in the bolus feature were inaccurate. Review of pump calculations showed the pump should have calculated a bolus of 3.325 units and the customer reported the pump calculated and delivered 3.8 units. Subsequently, the customer blood glucose was less than 54 mg/dl and addressed with the customer drinking juice. Reportedly, the customer reverted to manual injections for alternate insulin therapy.